Event description:
Prior to aligner treatment, a patient had a prosthetic bridge in area #18-20 that was stable, upon examination following aligner treatment, the posterior abutment of the bridge had separated from underlying tooth structure. The separation of the bridge from the tooth allowed bacterial penetration underneath the bridge resulting in decayed tooth structure and failure of the existing bridge. The failure resulted in the need for bridge removal and replacement following repair of damaged tooth structure.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.